Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and sounded an audible alarm tone. The probably cause of the whitescreen error was due to the user interface controller printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. Here were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical se. No additional info was provided.